Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received unexplained no delivery alerts and scratches on screen. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that they had general wear and tear as insulin pump was over 6 years and slowing down. The device will not be returned for analysis.